Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The ro markerbands were examined and there was no damage noted. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38x2.75mm target lesion was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). A 38 x 2.75mm taxus¿ liberté¿ long drug-eluting stent was advanced to treat the target lesion. However, the tip of the stent was damaged while crossing the lesion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38x2.75mm target lesion was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). A 38 x 2.75mm taxus liberte long drug-eluting stent was advanced to treat the target lesion. However, the tip of the stent was damaged while crossing the lesion. The procedure was completed with a different device. No patient complications were reported.